Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter stated that the pump emitted low battery alarms within the same day that the battery was changed. The battery cap was reportedly never changed and part of the battery compartment was chipped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/09/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/27/2014 with the following findings: a review of the device history indicated three replace battery alarms with code 128 and evidence of installation of partially discharged batteries. The battery compartment was observed to be cracked; however no evidence of moisture ingress was found inside the battery compartment. The battery cap secured properly to the pump; however, the coin slot on the battery cap was stripped, making it difficult to tighten and loosen. A power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. No evidence of intermittent contact was observed on the battery terminal contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.